Event description:
It was reported that log file review captured no external power and low power hazard events which appeared to be caused by power to the mobile power unit (mpu) being briefly interrupted. The cause of the interruption was determined to be the mpu's power cable being accidentally unplugged from the wall. Of note, the mpu had a v-lock connector. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted primary system controller event log file for the reported event date 06apr2025, at 02:51:11 a no external power alarm was briefly active. Low power hazards were triggered at 02:51:12 when cable voltages started to drop; the alarm resolved when external power was restored to the system at 2:51:18. During the low power hazard the power cable voltage never dropped below 2.5v. This event was consistent with a loss of ac power. The emergency backup battery was able to provide power to the system controller during this event. The alarms did not affect the system controller's ability to operate the pump at the set speed. No other notable alarms active for the reported event date in the reviewed log files. The mpu, serial number: (B)(6), was not returned for analysis. Additional information provided stated that the patient was using a v-lock and the mpu came unplugged from the wall. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. A device history record review was not performed as the reported event was determined to be due to user error. The heartmate 3 instructions for use (IFU) was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU and heartmate 3 patient handbook section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 instructions for use section 6 ¿caring for the equipment¿ and heartmate 3 patient handbook section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.